Event description:
It was reported that the lead impedance and thresholds increased both unipolar and bipolar. The physician decided to monitor the lead until the next follow-up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Steady increase of impedance on the ventricular lead from approximately 500 ohms in (B)(4) of 2010 up to over 1300 ohms in (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance and thresholds increased both unipolar and bipolar. The physician decided to monitor the lead until the next follow-up. The lead remains in use. No patient complications have been reported as a result of this event. The lead was later capped and replaced.